Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having trouble approximately two to three years ago. When they stretched out their arm, it was causing the device to "count wrong for the episode that they were having". The patient also stated that the device was reprogrammed to fix the issue. The device remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.